Event description:
A report was received that the patient will undergo an explant procedure. No further details are available at this point.

Event description:
A report was received that the patient will undergo an explant procedure. No further details are available at this point.

Manufacturer narrative:
Additional information received indicated that the patient will no longer be explanted due to personal reasons.

Manufacturer narrative:
Additional suspect medical device components invovled: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-3138-25 serial#: (B)(4) description: lead extension 25 cm.